Event description:
On (B)(6) 2025, the customer contacted technical support to report a discrepancy. On (B)(6) 2025, the patient was admitted to the hospital's burn unit. There was no known outbreak or suspicion of carbapenem-resistant infections at the facility. On (B)(6) 2025, a rectal swab was collected using a copan eswab regular floqswab 1ml. The sample was first tested using the seegene platform (allplex entero), which returned a positive result for imp (imipenemase metallo-beta-lactamase) with a cycle threshold (CT) value of 32.97. This result was not reported to the physician. Due to the patient's history showing no prior carbapenem resistance, the customer decided to retest the same sample using the genexpert system (xpert carba-r). The customer added 300 l of the collection device liquid into the sample reagent, following cepheid's recommendations. The genexpert test (lot 13001), performed on the same day returned a negative result for imp. This negative result was reported to the physician. On (B)(6) 2025, the refrigerated sample (stored for seven days) was retested using both seegene and genexpert platforms. The seegene test again returned a positive result for imp, while the genexpert test (lot number 13001) returned a negative result. Only the genexpert result was reported to the physician. On (B)(6) 2025, the customer contacted technical support to report the discrepant results between the seegene and genexpert assays. The customer was uncertain whether the initial positive result had been obtained using seegene or genexpert. No culture or genotyping tests were performed, and the sample was no longer available. There was no patient harm reported, as only the negative genexpert results were communicated to the medical doctor. The customer confirmed no awareness of any carbapenem-resistant infections or outbreaks at the hospital.

Manufacturer narrative:
A rectal eswab was collected from a patient hospitalized in the burn unit for carbapenemase-producing enterobacteriaceae (cpe) screening. The sample was initially tested using the seegene platform, which returned a positive result for imp (imipenemase metallo-beta-lactamase). As the patient had previously tested negative using the xpert carba-r assay, the same sample was retested with xpert carba-r . This retest was performed off-label, as the eswab is not the recommended collection device. The result was negative for imp. Seven days later, the same refrigerated sample was retested on both platforms. The seegene assay again detected imp, while the xpert carba-r assay did not. Analysis of the amplification curves did not reveal any malfunction of the xpert system. Although a difference in performance between the on-label swab and the off-label eswab cannot be excluded, the most likely root cause is the presence of an imp variant that is detectable by seegene but not by xpert carba-r . There was no patient harm nor secondary cases reported. Cepheid will collect the swab to perform further in-house analysis.a supplemental report will be submitted once additional information is received. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert carba-r test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
A rectal eswab was collected from a patient hospitalized in the burn unit for[?]carbapenemase-producing enterobacteriaceae (cpe) screening. The sample was initially tested using the seegene platform, which returned a positive result for imp. As the patient had previously tested negative using the xpert carba-r assay, the same sample was retested with xpert. This retest was performed off-label, as the eswab is not the recommended collection device. The result was negative for imp. Seven days later, the same refrigerated sample was retested on both platforms. The seegene assay again detected imp, while the xpert carba-r assay did not. There was no patient harm nor secondary cases reported. Analysis of the amplification curves did not reveal any malfunction of the xpert system. In-house analysis by whole genome sequencing showed an imp-22 which is not detected by xpert carba-r. The root cause is the presence of an imp variant that is detectable by seegene but not by xpert. Therefore, this case is deemed reportable. Annex codes have been updated to reflect the outcome of the investigation.